Event description:
It was reported to gore, that on (B)(6) 2025, a patient underwent a planned endovascular aortic aneurysm repair (evar) using a gore® excluder® conformable aaa endoprosthesis (cxt281412). The 1st deployment step of the conformable main device was performed, after which the proximal positioning relative to the lowest renal artery was checked. The contra-lateral gate was cannulated and at that point, the team decided to move forward with the 2nd deployment step of the main device (removal of the re-constraining mechanism), in order to get a stable device position in the infrarenal neck. The physician pulled the red knob which works properly, turned the transparent handle counterclockwise and took the handle off. While doing this the physician felt resistance and saw on the fluoroscopic images that the proximal edge of the main body is moving (both the markers move towards each other and the entire trunk moves distally). The handle did come of approximately 5 to 10 cm and the three (3) different wires were visible. With a second attempt to pull out the wires further, a similar downward movement of the proximal end is seen during which the device starts shifting distally into the aneurysm. As the wires can be seen, the physician gently pulled each wire one by one to see which one gave the resistance and together it was confirmed, also after opening the deployment line hatch, that it is the 3rd wire (constraining loop). The other two can be gently pulled out without any resistance, while the 3rd wire got stuck. There was no possibility to get this wire out without any force. In order to stabilize the not fully deployed trunk and hold its position, a gore® molding & occlusion balloon (mob) was positioned and inflated inside the trunk, the contra-gate was cannulated, and the ipsilateral leg was deployed. This unfortunately still did not release the 3rd wire. As the 3rd wire had to come off, in this presumably 'stable' position, the physician firmly pulled out the 3rd wire. This action caused the entire main body to end up inside the aneurysm itself, without any seal in the infrarenal neck and shifted down approximately 3cm to an unknown final position. As a solution, a new device gore® excluder® aaa endoprosthesis (rlt281412) was placed inside the existing cxt main body with sufficient result, good proximal and distal seal without any endoleaks on the final angiogram. Seal zones are good and the aneurysm was excluded. The patient is doing fine, no patient harm reported.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. H6, b14: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem for this serial/lot was found per review of these records. H3: the implanted device is not being returned as remains implanted. H6, b20: the device remains implanted and not available for direct analysis by gore. However, the device catheter (parts from the implanted device) is in transit to gore, and the device evaluation will start once it is received. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional manufacturer narrative: d8/d9: updated. Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed: h6, health effect ¿ clinical code: e2124 withdrawn, e2403 maintained. H6, medical device problem code: replaced a0512 with a1501. Replaced a150202 with a010402. H6, component code: added g04044. H6, type of investigation: replaced b20 with b01. Added b15 (returned imaging files) and b11. Codes b14 and b13 are being maintained. H6, investigation findings: replaced c21 with c19. Code c19: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. H6, investigation conclusions: replaced d16 with d15. Imaging evaluation summary - the imaging evaluation performed by a clinical imaging specialist showed the following: - one intra-operative angiogram run provided for evaluation. - there appears to be 2 sets (6 short radiopaque markers) of proximal radiopaque markers present. - original proximal device radiopaque markers do not appear to be perpendicular to the aorta. - there appears to be wire pattern distortion. - two contralateral gates (gold rings) are seen. - there does not appear to be contrast outside the implanted devices on the projection provided. Product evaluation summary - the gore® excluder® conformable aaa endoprosthesis cxt281412/29863509 was returned to gore and the device evaluation performed by engineering showed the following: -the deployment line access hatch lid had been removed from the device. The constraining loop wire, the lock mandrel, and the secondary sleeve deployment fiber were all attached to the transparent knob. - the constraining loop was inspected, and no damage was identified to the constraining loop eyelet, fiber, or shrink tube and the attachment of the constraining loop fiber to the constraining wire was intact. -there was some damage at the skive cut where the constraining loop exits the lumen, and the lock pin hole in the leading tip was not damaged. Based on the findings from the evaluation, the observation that ¿the proximal edge of the main body is moving¿ could not be confirmed with the available information. Engineering determined that the constraining loop wire, the lock mandrel, and the secondary sleeve deployment fiber were all attached to the transparent knob of the handle of the device. The physician¿s observation of ¿opening the deployment line hatch " is consistent with the state of the returned device. The reported observation that ¿there was no possibility to get this wire out without any force¿ is consistent with the damage seen on the catheter of the returned device. No manufacturing deficiency could be identified. The primary reported device failure mode, the inability to remove the third deployment line (constraining loop) with distal movement of the endoprosthesis during deployment, could not be independently confirmed through evaluation of the provided clinical images nor the returned device. The reported information indicates the radiopaque markers were observed moving toward each other when the deployment line was pulled, and this is consistent with the intraoperative clinical images showing wire pattern distortion. Distal movement of the device was not directly observed, but two sets of radiopaque markers were observed at the proximal end confirming a second trunk ipsilateral leg device placed within the first. Damage to the delivery catheter, in the form of a tear along the length of the lumen, was observed where the constraining loop exits its lumen. The cause for this tear could not be established, but its presence is consistent with elevated force applied to the line during its attempted removal. A contributing relationship between the tearing damage where the constraining loop exits its lumen and the reported distal movement of the device during the attempted deployment could not be established. A manufacturing deficiency could not be identified, and the cause for the reported inability to remove the constraining loop could not be established with the available information.